Event description:
It was reported that patient got a latex reaction from using a foley catheter. The catalogs stated that the tubing was silicone coated latex. They explained the product did contain latex. No medical intervention was reported. Per additional received via email on 24apr2024, it was reported that the foley catheter was inserted following major abdominal surgery which involved the bladder. It was temporary for 2 weeks post-surgery. Patient suffered itching and burning and developed a rash around the urethra. Patient was prescribed some cream which helped to alleviate the symptoms by the gynecologist. Although it using the catheter was extremely uncomfortable for the patient once made it through the initial recovery and the catheter was removed, the pain, itching, and rash all slowly disappeared.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "materials of construction are not biocompatible". However, there was insufficient information to confirm this potential root cause. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device was not returned.